Event description:
An ophthalmic surgeon reported a capsular rupture occurred during a phacoemulsification procedure. The company service rep visited the facility and noted the parameters had changed. While attempting to reprogram and save the modified parameters, the system would not accept the saved modified parameters. It is unk if the capsular rupture was related to this event. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).